Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range and no instrument errors occurred at the time of the event. There were no issues with other samples. A siemens customer service engineer (cse) was dispatched to the customer site and performed a precision run, which recovered acceptably. The patient's clinical condition or pre-analytical variables specific to the first sample collection cannot be ruled out as potential causes of the event. The cause of the event is unknown. The reagent is performing according to specifications.

Event description:
Three falsely elevated prothrombin time (pt) results and three falsely elevated prothrombin time international normalized ratio (inr) results were obtained on a patient sample on a sysmex ca-620 system using dade innovin reagent. A high inr result was reported to the physician(s) and was questioned. The patient was redrawn and was rerun for pt and inr, recovering lower. The lower results were in line with the patient's home meter. The lower inr result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated pt and inr results.